Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device was not able to boot up, it booted to the "please wait" screen and stayed there. The hard drive was reconfigured and the software reloaded and updated to resolve, however the hard drive health was found to be at 99% and the hard drive was therefore replaced and reimaged. Analysis further found that the electrocardiogram connector was loose and the link electronic module printed circuit board was replaced and calibrated to resolve and that two hinge plate screws were missing and were therefore replaced. (B)(4).

Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.